Event description:
A nurse reported that the footswitch would not toggle back and forth between modes during a cataract extraction with intraocular lens implant procedure. Surgery was completed by manually changing the modes on the touchscreen with no impact to the patient.

Manufacturer narrative:
The company representative examined the system was able to replicate the reported event. The company representative replaced the footswitch. The company representative then tested the system. The system met all product specification. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).